Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. On (B)(6) 2015, the lead was capped and replaced. The patient was in good condition.